Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. Vessel morphology is unknown. The patient has a history of coronary artery disease. It was reported that the nose cone or the runners got stuck in the iliac artery and the device was pulled aggressively to remove them. As a result, the stent graft was pulled down into the aneurysm sac and covered the right iliac artery; therefore, the patient was converted to open surgical repair. No clinical sequelae were reported and the patient's condition is unknown.